Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6)). It was reported that a caucasian female patient underwent a breast augmentation revision with either a 750cc or a 550cc mentor memorygel breast implant and experienced cutaneous contour deformity on an unknown side post-operatively. During the patient¿s first year follow-up visit, the patient reported dissatisfaction with procedure outcome. At this time, mentor has received very limited information regarding this event, based on the information provided, the patient suffered breast rippling (wrinkling) and asymmetry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both patient¿s devices were reported; however, it is unknown which device belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Device lot number 7562742: manufacturing date: march 15, 2018. Expiration date: march 13, 2023. Primary UDI number: (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device lot number 6803143: manufacturing date: february 11, 2014. Expiration date: march 31, 2019. Primary UDI number: (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient's date of birth was reported to be (B)(6) 1970. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 19, 2024, mentor received additional information regarding the patient's complaint. It was determined that this event belong to the patient's left side. The device was updated to have the information lot number 6803143 and serial number (B)(6). All relevant device information has been updated on this report. The device manufacture date in section h4 has been updated to march 07, 2014. Manufacturer¿s reference number: (B)(4).